Event description:
Customer reportedly received results in the 300's (mg/dl) and 100's (mg/dl) within 10 minutes on the advantage system. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. L1 control was run and in range; l2 control was run and out of range. Requested return of suspect device and replacement was sent.